Event description:
It was reported that the presep catheter moved after placement, leading to extravasation of medications, hemothorax and mediastinal shift. The catheter backform had not been sutured in place, the physician used only the box clamp and suture loop to secure the device. As reported, the catheter was inserted into the right subclavian vein. The time line was described as follows: 'the patient entered the operating room. 8:42am, general anesthesia was inducted. Flare reaction appeared in her body, but disappeared in few minutes. 8:48am, intratracheal intubation was conducted. 9:30am, presep catheter was inserted from the right subclavian vein, and the catheter was fixed with the suture loop and the box clamp at 16cm from the catheter tip. The backform was not sutured. 9:45am, the patient body position was changed. After the position change, blood pressure reduction was caused and the blood pressure became 50-60mmhg. Infusion solution was then urgently administered. 11:10am, bosmin (vasopressor) was administered. 11:20am, obstructive shock was diagnosed. At the same time, the presep catheter was confirmed to be moved 3.5cm backward from the original position. 11:28am, by chest x-ray, right pleural fluid and mediastinal shift were observed. The customer commented that the presep catheter was inserted before the operation started since there was a high possibility of the patient requiring central venous hyperalimentation (cvh). The customer also commented that the problem was likely to be caused by the patient's position change, and there is a high possibility that the part of the catheter protruded into the pleural cavity. The regurgitation of venous blood from 3 lumens of the catheter was also observed right after the procedure. When the customer drained, 2,150 cc blood mixed liquid was aspirated. When the chest x-ray was taken, the pulmo dexter was confirmed to be congested with blood and the heart was shifted to the left by the oppression.' The patient recovered after treatment was given; hospitalization was extended but the patient recovered without lasting injury.

Manufacturer narrative:
This event occurred in 2009; however, it was only just reported by the customer. The device was not available for return; it is believed that it was discarded at the time. The presep IFU provides the following guidance for securing the catheter: "once in position after the guidewire has been removed, secure the catheter by suturing the integral suture wings to the skin. If desired, the optional suture loop/box clamp can be placed on the catheter and sutured to the skin." The IFU does not offer the suture loop/box clamp as a primary means of securing the catheter. Review of the available information indicates that device handling and procedural factors contributed to the event reported. No device malfunction is alleged or suspected. No actions will be taken at this time.